Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the "load reservoir" process and reservoir is not being detected by her pump. The patient¿s blood glucose was 300mg/dl at the time of the incident. Customer is advised to discontinue use of the pump and revert to back up plan per hcp instructions. Product is expected to be returned for analysis.

Manufacturer narrative:
Prime or fill anomaly not found during testing. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. (B)(4).